Manufacturer narrative:
On 28-nov-2022, bwi received additional information regarding the event. Patient¿s age- 61 years, weight- 74kg. Clinical course-at a later check, there were no postoperative abnormalities, neurological symptoms, or extension of hospitalization. The patient has been already discharged from the hospital. The physician's opinions on the relationship between the event and the product was that although the amount of bleeding was not clearly known, about 30 cc. The hub was not visible on the outside and may have dropped out on the inside. There is no photo because the product has already been sent. [Relevant medical history]: anemia. On 14-dec-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
On 22-dec-2022, the product investigation was completed. Device evaluation details: visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. DHR review: a device history record evaluation was performed for finished device number (B)(6), and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. (End of investigation, further reporting details below) additionally, on 23-dec-2022, bwi received additional information regarding the event. The hemostasis valve (gasket) dislodged inside the hub but not outside the hub. The brim cap/hub did not detach from the sheath. No picture available. The sheath was used on the patient. The possibility of air entering the patient¿s body was pointed out by the physician, but it was not confirmed. The patient condition was recovered with pacing. The approximate volume of blood that was lost was about 30cc. The adverse event was discovered during use of biosense webster products. Physician¿s opinion on the cause of this adverse event was that air may have entered when the wire was inserted, and the sheath was pulled out. Patient's consciousness was confirmed, and hr was increased by pacing and maintained. Thereafter, both st and ECG returned to normal value over time, and the procedure was continued. Outcome of the adverse event was fully recovered. Patient did not require extended hospitalization because of the adverse event. Relevant tests/laboratory data was none. Smartablate generator was used. Physician did not perform any maneuver to eliminate bubbles. Patient did not exhibit any neurological symptoms since the procedure was completed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent a atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The hemostatic valve was found to be damaged during insertion of the ablation catheter. There was reverse blood. After that, the wire was inserted for replace the sheath, and the sheath was pulled out. Then, the patient's st value increased, blood pressure and hr decreased. Timing when complaints occurred was after placing vizgo in the left atrium, at the time of insertion of ablation catheter. Vizgo sheath replacement. Patient¿s consciousness was confirmed, and hr was increased by pacing and maintained. Thereafter, both st and electrocardiogram (ECG) returned to normal value over time, and the procedure was continued. No abnormality in the patient after the end of the procedure. The physician's opinions on the relationship between the event and the product was that air may have entered when the wire was inserted, and the sheath was pulled out. There were no abnormalities observed prior to and during use of the product. Sheath was used on the patient. The possibility of air entering the patient¿s body was pointed out by the physician, but it was not confirmed. The patient condition was recovered with pacing. The adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was the patient condition ---air may have entered when the wire was inserted, and the sheath was pulled out. Patient's consciousness was confirmed, and hr was increased by pacing and maintained. Thereafter, both st and ECG returned to normal value over time, and the procedure was continued. The outcome of the adverse event was fully recovered. Physician did not perform any maneuver to eliminate bubbles. Patient did not exhibit any neurological symptoms since the procedure was completed. Hemostatic valve separation is MDR-reportable. Air flow into side port is MDR-reportable. Biosense webster manufacturer's reference number pc-001206624 has 2 reports. The adverse event (electrocardiogram st segment elevation) has been reported under the thermocool smarttouch.